Event description:
An eye care professional reported that a female pt, who previously used renu with moistureloc multi-purpose solution, was treated in 2006, for a bilateral corneal bacterial infection. The pt was treated with fortified antibiotics. Her right eye healed and the left eye was still receiving treatment. It was noted that there should be no permanent decrease in visual acuity. As the pt was responding to treatment, no cultures were taken of her cornea. However, cultures of her contact lenses and lens case were positive for fusarium. A sample of solution was returned in a vial, however, there was an insufficient amount to perform all required tests. Of the portion that was returned, the results were within specifications.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.